Event description:
The customer stated at 12am they received blood glucose result of 430, 48, 69, and 193mg/dl. The customer took no action. At 6am the customer stated they sat down and passed out. They were found at 8am and an ambulance was called. The customer was given an IV. No controls were in use and the customer stated they had possibly left the glucose strips in their car. A request was made for the return of the suspect device and replacement product was sent.